Event description:
Edwards received information that a 25mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure due to severe aortic regurgitation with ava 0.9cm2 secondary to deterioration of a leaflet which corresponds to the left coronary cusp after an implant duration of approximately eight (8) years and eight (8) months. The patient presented with heart failure nyha iii. The patient had a high sts score, therefore a tavr procedure was selected and performed with a 26mm sapien3 transcatheter valve. The patient status was reported as 'recovering'.

Manufacturer narrative:
H10: additional manufacturer narrative: additional information was received. Updated sections a1-a4, b5, b7, d1, d4 (model number, serial number, expiration date), d6a, e1 (first and last name, establishment name), g4 (PMA/510k), h4, h6 (health effect - clinical code, type of investigation)

Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (investigation findings, investigation conclusions). Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. In addition, other patient risk factors such as the patient's younger age at implant may have contributed to this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: d1./d4./g5. This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm carpentier-edwards perimount aortic valve underwent a valve-in-valve procedure due to aortic regurgitation secondary to deterioration of a leaflet which corresponds to the left coronary cusp after an implant duration of approximately 10 years. The tavr procedure was performed with a 26mm sapien 3 transcatheter valve. The patient status was reported as 'recovering'. There was no allegation of device malfunction. The surgeon commented that the valve did not fail prematurely.